Event description:
Vented/nonvented administration set was in use with pump with a piggyback tubing attached to the side arm via a connector (safety) needle. The rubber seal in the y-site of the tubing (half proximal to pt) pulled out of the y-site during use. The lower portion (after the pump chamber) will be saved for MFR examination along with the connector and resealable diaphram. (*)